Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that the wake button was unresponsive. The customer's blood glucose was 169 mg/dl. Reportedly, the alarms cleared and the customer continued to use the pump for insulin therapy.